Event description:
It was reported that a pocket infection occurred. The lead was removed. It was further reported that during lead removal the rotation tool kit was utilized to retract the screw. However, when the lead was removed the screw was not retracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic environmental stress cracking of the outer tubing overlay, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, and there is blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head).